Manufacturer narrative:
Possible stock numbers identified 24-070-29-09 24-070-31-09 24-070-32-09 24-070-33-09

Event description:
It was reported that a pectus bar construct migrated. The device was repositioned and remains implanted.